Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. Light sensitivity is a known potential consequence of refractive laser surgery. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with increased light sensitivity in the right eye approximately two months post lasik . The patient was prescribed a non steroidal anti-inflammatory topical drop to use. Additional information has bee requested. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4)

Event description:
Upon follow up, patient will call to schedule a follow up visit.